Manufacturer narrative:
Final analysis of the catheter found no significant anomalies, though it was returned in segments. (B)(4).

Event description:
It was reported that the patient had a cerebrospinal fluid leak since the spinal segment of the catheter was implanted for the intrathecal baclofen trial on (B)(6). On (B)(6), the distal segment and pump segment were added to the system. The managing physician attempted a blood patch to treat the issue, but it ¿only lasted a few days¿. It was noted that the outward appearance of the skin at the catheter entry site was a bulge of approximately two inches in diameter. It was indicated that the spinal catheter was explanted and a laminectomy was performed to expose the dura and sew the area around the cerebrospinal fluid leak. It was then that the catheter was replaced and another blood patch was placed directly into the exposed spinal incision site. The newly implanted spinal segment was primed and the patient resumed infusion at the previous rate. At the time of report, there was no patient injury. The device system was used to deliver lioresal. Eight days later, it was reported that the catheter had been leaking and the patient had been having spinal headaches prior to the replacement.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.